Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging window was twisted and kinked. Microscopic inspection revealed that the guidewire exit port was torn, but the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
Reportable based on device analysis completed on 07aug2023. It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula in the arm. An opticross 18 imaging catheter was advanced for intravascular ultrasound examination of the target lesion. Upon the insertion, the catheter could not be advanced. The physician kept on trying but eventually, the catheter buckled over the wire and was kinked near the transducer. The device was removed, and the procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed that the imaging window was twisted.